Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the fiber broke prior to use, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have been broken between the control knob and the fiber distal end, confirming the customers report. In addition, the fiber cap and outer flow tube showed evidence of usage; analysis of the returned fiber cards confirmed fiber usage. Based on the analysis, fiber breakage during use, could result in an unsafe firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be due to excessive and or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles. The component code fiber refers to the device code break. The component code fiber refers to the result code stress problem.

Event description:
The customer reported that the fiber broke at the articulating knob at 0 joules (prior to use) during a prostate procedure. The procedure was completed with another fiber. The pt outcome was reported as "okay".